Event description:
It was reported that during da vinci assisted cholecystectomy surgical procedure, yellow plastic holding of permanent cautery hook was found to be broken on one side. The fragment from the instrument fell inside the patient and was not retrieved. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis. The instrument was found have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.3190¿ x 0.2880¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.